Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The customer reported that the light adapter cable came apart was confirmed. The device was tested and the complaint was duplicated. This is most likely due to normal wear over time.

Event description:
Facility reports they have no record of this event. It is reported the drill the facility uses is working well with no issues.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported during a podiatry surgical procedure on (B)(6) 2013 the electric pen drive stopped working. Also the adaptor from the light adaptor for the small battery drive came apart at the electrical source. This report is for the light adaptor/small battery drive/electric pen drive. This is 2 of 2 reports for this event for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.